Event description:
Revision surgery - the patient suffered a dislocation of the socket from the glenosphere. It is unknown how this occurred. The implant was unable to be reduced and surgical intervention was necessary. The glenosphere, shell, and insert were removed and replaced with a size 44 +8 glenosphere to improve stability.